Event description:
It was reported that during follow-up, high impedance was noted on the atrial lead. Other electrical values were normal. The lead remained implanted and the patient would be monitored.